Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 57-58 mg/dl, and the meter bg reading was 425-426 mg/dl. Reportedly, customer manually resumed basal insulin to address bg level. Customer acknowledged pump functioned as intended at the time of event.